Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported they were having issues with one of their lead wires. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.